Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It as reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to pop, uterine prolapse and sui. It was reported that patient underwent transurethral bulking procedure using coaptite on (B)(6) 2007 due to intrinsic sphincter deficiency, genuine stress. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to urinary leakage. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
The patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.